Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device was missing the ke45 at the forceps cover with the pink probe. Additionally, there was visible damage, including a crack in the glue and peeling of the cement. There was no patient involvement.